Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was "falling down" upon visual inspection, there was no external damage, but something was rattling in the controller during the preliminary testing procedure. The controller was replaced from stock. The patient tolerated the procedure well.

Manufacturer narrative:
The reported event of something rattling within the returned controller, con184703, was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to broken pieces of a controller stud loose inside the controller housing. The plastic stud is a structural component that mates with an external screw. It is likely that the stud was fractured during assembly. The most likely root cause of the reported event can be attributed to improper assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.